Event description:
During an atrial fibrillation ablation procedure, a crack was noted at the tip of the sheath and a blood leak occurred. Another sheath from the same model was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath distal tip had been split. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage and the reported leak remains unknown.